Event description:
On 11/21/2007, the patient reported that her infusion tubing completely separated at the luer connection. She stated, that she had been feeling ill all day and she thought she had a virus. She then discovered that her blood glucose was elevated to 500 mg/dl and she noticed the separated tubing. She changed her infusion set and bolused through her infusion device to lower her blood glucose. Her normal blood glucose range is "usually not over 120 mg/dl." The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.